Event description:
An employee health nurse called me this morning because a nurse had a needle stick exposure while using the bd safety glide syringe. She said she gave the insulin and began to advance the plastic safety device and noticed there was a little resistance. She continued to engage the safety cover. The disposal bin was on the opposite side of the room so she passed the syringe from one hand to the other hand and upon doing so, the needle stuck her through the hole in the top. When it happened, several other nurses said they had similar difficulty with the syringe. That is what prompted the employee health nurse to report the incident to risk management.